Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence was performed for this event with customer providing available information. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; suction cylinder is shaved; light guide lens and objective lens have discoloration; universal cord has a wrinkle; forceps channel is shaved; control unit has discoloration; cp plate has a crack and distal end cover (c-cover), connecting tube, objective lens, protector of universal cord, forceps elevator lever, forceps knob, up/down knob, right/left knob, scope cover, scope connector, universal cord, grip, switch box, image guide protector, flexibility adjustment ring, control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. Device is reprocessed in an oer-4 automatic endoscopy reprocessor. When the foreign material adhered to the device is not known. The foreign material may have been protein. There is no possibility of the device with the presence of foreign material being used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: no soaking of the device was done as there was no delay in pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was not flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a weak air and water supply issue occurring during pre-use inspection. There is no patient involvement. Intended colonoscopy for large intestine observation procedure was completed with another similar device. No other device was involved in this event. The device is used a number of times in a week. Inspections are performed for devices prior to use in a procedure. Upon evaluation of the returned device, it was observed that presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that deviated from the instructions for use (IFU). The IFU (operation manual) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.